Event description:
Pt was transported to radiology on a parapac medic transport ventilator. Upon arrival, the pt had a code arrest. Pt was successfully resuscitated. It was noted after the code arrest that the ventilator was unable to oxygenate the pt due to the circuit configuration. MFR ref # 1024404-2014-00001.